Manufacturer narrative:
(B)(4). The dexcom g5 mobile continuous glucose monitoring system user's guide states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, the patient experienced a skin reaction. The sensor was inserted into the abdomen on (B)(6) 2016. The patient's mother reported that reaction was first noticed after the sensor pod fell off. Reaction was described as an itchy rash, located under the sensor patch. Affected area is treated with cavilon and flonase, prescribed on (B)(6) 2016, for previous skin reactions. At the time of contact, the patient was recovering. Additional event or patient information is not available. No product or data was returned for evaluation. The reported event of skin reaction was not confirmed. A root cause could not be confirmed.